Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012914430); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after deployment of a 34mm evolut fx transcatheter aortic valve in a patient with a bicuspid aortic valve, a small left ventricle perforation was discovered. Per the physician, it was likely that it was caused by the left ventricular guide wire. A pericardial drain was fitted as a procedural intervention for this complication. Surgery was required to repair the left ventricle apical perforation. The patient was recovering in the intensive care unit and was stable following the surgery.

Manufacturer narrative:
Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve. The media file reveals an implanted evolut, and a ventriculogram shows evidence of a small perforation in the left ventricle seen by a small amount of contrast extravasation. It was reported that the most likely cause of the ventricular perforation was the guidewire. Type and make of the guidewire used was provided. As listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: - cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). - emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after deployment of a 34mm evolut fx transcatheter aortic valve in a patient with a bicuspid aortic valve, a small left ventricle perforation was discovered. Per the physician, it was likely that it was caused by the left ventricular guide wire. A pericardial drain was fitted as a procedural intervention for this complication. Surgery was required to repair the left ventricle apical perforation. The patient was recovering in the intensive care unit and was stable following the surgery. Additional information was received to report the vascular injury was not caused by a medtronic product, rather the non-medtronic (l underquist) guidewire caused the perforation.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.